Event description:
Per email received (B)(4) 2014 customer reports; the device malfunctioned/is defective, the washer was lost. The customer does not specify if the washer was lost during surgery but do report there was no patient injury or adverse events as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The washer used to retain the screw is missing due to the weld failing. The DHR of the product was reviewed and no discrepancies were identified. Product was manufactured in may 2010. Manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. No further investigation required.